Event description:
It was reported the patient had a suspected allergic reaction to the anesthesia during the procedure. There was no product issue alleged. As a result, a code blue was triggered within the operating room. The patient responded to the emergent care that was administered. The stage ii procedure surgery was completed once the patient was stable. The patient¿s status at the time of report was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, serial # unknown, product type extension; product ID neu _unknown_lead, lot # unknown, product type lead; product ID neu_unknown_prog, serial # unknown, product type programmer, physician. (B)(4).